Manufacturer narrative:
Insulin pump received with detached end cap, cracked battery tube threads, missing reservoir tube o-ring, broken off reservoir tube lip and cracked case. Insulin pump passed idle current test and run current test. Unable to perform self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, displacement test due to detached end cap.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump and broke apart at the bottom or reservoir compartment during priming. Customer does not know how damage occurred. Customer's blood glucose was 411 mg/dl. Customer was advised that insulin pump would need to be replaced.